Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-13486. It was reported the patient experienced ineffective stimulation due to lead migration. Migration was confirmed via x-ray. Surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number: 1627487-2019-13486. It was reported during follow up the patient underwent surgical intervention during which one of the leads was explanted and replaced. Surgical intervention addressed the issue. Note: all of the patient's leads are being reported as explanted as it is unknown which lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13486.